Event description:
It was reported that insulation damage was observed on the left ventricular (lv) lead during an unrelated procedure. Additionally, the capture threshold of the lv lead was high. The physician elected to keep the lv lead implanted and active. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.